Manufacturer narrative:
Follow-up #1: date of submission 04/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/23/2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 10:58pm. There was a manual time/date change observed in the black box from (B)(6) 2016 at 06:43am to (B)(6) 2016 at 06:45am. The call service ¿cs244¿ alert confirmed that the active basal program was manually cleared on (B)(6) 2016 at 03:10am. The basal history and total daily dose (tdd) confirmed that the pump was running on the wrong time/date setting after the wrong time/date input from (B)(6) 2016. The tdd appeared to be inaccurate and reflected the date of (B)(6) 2016 twice due to the wrong time/date setting. ¿ez-prime¿ steps were performed correctly with no errors, alarms or warnings during the investigation. The pump reflected 24u after a 24hr on 1u/hr basal duration test. The product performed within specification. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the returned cartridge cap was damaged and unable to fit to a cartridge, so a test cap was used during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 500 mg/dl with associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient's healthcare provider made recent changes to their basal rate. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.